Event description:
It was observed that during the device evaluation, the flex video scope nozzle was clogged with foreign material and whitish foreign material was found inside the air/water tube and the air/water cylinder. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the nozzle, air/water cylinder and air/water channel was determined to be due to an observed leak in the forceps channel, preventing proper reprocessing from being performed and foreign material could not be removed. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.